Event description:
Resident found against bed rail with face in pillow. Air mattress seams broken forcing air into bulge behind resident's back, thus forcing resident into pillow. Cyanotic when found. Resident unable to roll away from pillow because of mattress bulge in back. Mattress removed from bed to allow placement of resident on back. Resident expired 2/25/95.